Manufacturer narrative:
The reported event of premature discharge of battery was confirmed. As received, the battery was at eri voltage level. Device image was retrieved and analyzed, indicating elevated current within a period of the implant duration. This condition results from an increased duty cycle of the internal circuitry caused by the firmware. Actions have been taken to prevent reoccurrence. Additional testing was performed indicating normal device functionality and high current condition could not be reproduced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon device interrogation, premature battery depletion was observed. The device was explanted and replaced. The patient¿s condition was stable throughout the procedure.